Event description:
A female pt had a impella device 2.5 in via the left groin. Through the weekend, the impella device was showing an increase of purge pressures. The rn had to go down to the minimal amount of purge flow which was recommended by the rep from the impella company. The rep was only available by phone. The md requested size 5.0 impella which had a delay in being obtained from vendor. Impella stopped before the larger catheter arrived, catheter 2.5 was removed. We will ask manufacturer to share results of their evalutaion.